Event description:
Customer reported receiving an error 4 after test strip insertion on their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.